Event description:
It was reported that approximately 30 minutes after pumping began, the pump experienced "check catheter" alarms. Condensation and flecks of blood were seen in the helium tubing. The iab was removed and replaced without any complications.